Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged. This lead then encountered helix extension issues when attempting to reposition the lead. The lead was then explanted and replaced. No additional adverse patient effects were reported.